Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the essure device was in its proper anatomical location but was perforating the tubal muscularis for 0.5 cm.') And device expulsion ('one of the fallopian tubes expelled the device') in an adult female patient who had essure inserted. The patient's medical history included depression, anxiety, headache, joint pain, appendectomy and genital bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. The reporter commented: date: (B)(6) 2020 (as per mr): procedure: removal of essure device, left removal of tubal clips. On (B)(6) 2018: has essure procedure approx. 10 years ago. One of the fallopian tubes expelled the device, the other is still in situ. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('the essure device was in its proper anatomical location, but was perforating the tubal muscularis for 0.5 cm') and device expulsion ('one of the fallopian tubes expelled the device'). In an adult female patient who had essure inserted. The patient's medical history included: depression, anxiety, headache, joint pain, appendectomy and genital bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. The reporter commented: date: (B)(6) 2020 (as per mr): procedure: removal of essure device. Left removal of tubal clips. (B)(6) 2018, has essure procedure approx. (B)(6) years ago. One of the fallopian tubes expelled the device. The other is still in situ. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.